Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA-010215.

Manufacturer narrative:
Device evaluation: the returned goods authorization number (rga#) was received but no product. As the actual device was not returned for evaluation, the complaint cannot be confirmed, and either a product deficiency can be confirmed. Manufacturing record review: the manufacturing process record was evaluated and revealed that the product was manufactured and released according to specifications. A search revealed that no other complaints were received from this production order. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
If implanted, give date: not applicable, as lens was removed / replaced during the same procedure. If explanted, give date: not applicable, as lens was removed / replaced during the same procedure. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a pcb00 intraocular lens (iol) when being inserted into the eye the iol got stuck in the shooter. There was patient contact but the iol was not fully implanted. It was learned that there was no incision enlargement, no vitrectomy, and no sutures required. The lens was removed and the back-up lens was implanted. The patient was well post-op. No other information was provided.